Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited placement difficulty and the physician was not able to maneuver the rv lead into the correct position. It was added the rv lead became stuck in different places and fluoroscopy showed the screw of the rv lead was extended. The lead was explanted and it was noted the lead screw mechanism did not work and the lead screw was "open." The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.